Manufacturer narrative:
The process of analyzing the collected data is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the incident related to the enterprise 8000x bed with indigo. It was claimed that the CPR function was activated without any command, and the bed headboard lowered on its own. There was no indication of patient involvement and no injury was sustained. Arjo service technician inspected the claimed bed. It was found that the indigo module had moved and pressed the knee support motor, the CPR cable was wedged between the bed frame and the indigo module due to the CPR cable was not routed correctly. The tensioned CPR cable caused the headboard to sag. The device was checked and found to be in order.

Manufacturer narrative:
Initially, the customer's complaint was thought to be related to unintended device movement (self-activation of the bed¿s function). However, deeper analysis showed, that there was no situation with self-activation of the bed function. The device was inspected by an arjo technician. The inspection revealed that some components had been modified and the technician found the indigo module was not in the right place due to not being tightened correctly, the knee support motor was damaged due to being pressed against the indigo at the low position, and the CPR cable was wedged between the frame and the indigo due to being not routed correctly after replacement. The facility technician indicated that the cable became stuck during the bed lowering. This resulted in the CPR cable becoming tensioned, and the headboard lowering. The device was checked, repaired, and found to be in order. The instructions for use (IFU - 746-585-en) for enterprise 8000x states: "unauthorised modifications or repairs to this product may affect its safety and will invalidate any warranty. Arjo accepts no liability for any incident, accident or reduction in performance that may occur as a result of such repairs or modifications.", "contact arjo or an approved service agent" if after the device inspection the results are unsatisfactory. The IFU for the indigo intuitive drive assist (416260-en) also states that care and preventive maintenance "procedure must be carried out by suitably trained and qualified personnel. Failure to do so may result in injury or an unsafe product." The activation of the CPR function, which caused the headboard to lower, was a result of a sequence of events triggered by modifications and improper servicing of the bed. There was no situation with self-activation of the bed function. There was no failure to meet specifications resulting from any defect or malfunction of the bed. The event was caused by unauthorized modifications made to the device. At the time of the event, the bed was not in use by a patient, and there was no indication of patient involvement. The arjo bed was not involved in any adverse event. The malfunction does not meet the criteria for a reportable incident. Based on our assessment, this event does not represent a scenario that is likely to cause or contribute to a death or serious injury if it were to recur. Therefore, this incident will not be reported.

Event description:
Arjo was informed about the event related to the enterprise 8000x bed which is equipped with the indigo module. It was reported that the device malfunctioned and the CPR function was activated unintentionally. There was no indication of patient involvement and no injury was reported.